Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit was not functioning was confirmed during analysis. The evaluation of the returned the mobile power unit revealed compromised/damaged power supply pcb components. As a result the unit was not able to supply power. The company will continue to monitor for similar incidents. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) was without function when connected to ac power. There was no alarm for the event. Technical services confirmed the reported problem. When connected to ac power all lights on the device were off and no voltage could be measured at the patient cable. On (B)(6) 2019 abbott decided to recall the mobile power unit (mpu) related to mpu pcba damage caused by an esd event and this esd event also resulted in a hm3 motor reset. Unexpectedly the pump was able to restart and run on the backup battery. The mechanism of how the pump was able to restart is being investigated by CAPA per internal procedures.